Event description:
It was reported to nova biomedical that a consumer received a blood glucose readings of 6.1 mmol/dl (297 mg/dl) on his blood glucose meter and a reading of 16.4 mmol/dl (110 mg/dl) on another brand of meter. No decision to treat was made on the allegedly faulty meter. The difference in these values is considered clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.